Manufacturer narrative:
Concomitant medical product: alloft-s alloclassic shl 56/kk; catalog no#: 4267; lot#: 2545516. Concomitant therapy date: (B)(6) 2019. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to elevated metal ion.

Manufacturer narrative:
It has been realized that this case is a double entry. The incident is already reported with following reports: 0009613350-2019-00815, 0009613350-2020-00477, 0009613350-2020-00474, 0009613350-2020-00475. Therefore this MDR is obsolete. Please invalidate the case from your system. Zimmer¿s reference number of this file is (B)(4).